Event description:
It was reported that an ilet user experienced loss of cgm readings on the ilet display while readings continued to appear in the dexcom g7 app, with an alert indicating ¿sensor reconnecting,¿ consistent with loss of wireless communication between the cgm transmitter and the ilet receiver module. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that re-pairing the cgm to the ilet was completed and the user was advised to allow time for reconnection, consistent with intermittent signal loss. It was concluded that the device experienced a transient communication issue and function could be restored through re-pairing, with no patient harm reported.